Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided b3: date of event unknown / not provided d4: device expiration date unknown / not provided e1: phone number unknown / not provided h11: d10 - medical product - certain gold-tite hexed screw catalog #: iunihg lot #:1294753.

Event description:
It was reported that the gold screw was not able to seat all the way. The screw was loose and thus the whole crown/abutment had movement. We were able to retrieve the gold screw, but the abutment was lodged into the implant and would not come out. The abutment and crown had to be cut to be removed. Tooth #13. The implant is ok and I still have the remaining crown  and abutment.. The abut failed, as per dr abutment was loose, there was cement in the interface, abutment was removed.